Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was running over the temperature specification (105 degrees should be less than 103 degrees). Therefore, the reported condition was confirmed. It was also observed that the bearings and the gears are worn out causing the device to heat up. The assignable root cause was determined to be worn out bearings from normal from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by that the attachment device was heating up and had bad bearings. It was reported that the event occurred pre-surgery. It was not reported if there were any delays in the scheduled surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.